Manufacturer narrative:
Concomitant medical products: product ID: 377675, lot# v010031, implanted: (B)(6) 2009, product type: lead. Product ID: 377675, lot# v006411, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: recharger, lot# /serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s battery was not communicating following a recent significant weight loss. The patient had lost weight due to multiple stressful events in the patient¿s personal life. The patient had not charged and had experienced an interruption in the therapy. After meeting with a manufacturer representative, impedance testing was done and the antenna locate (al) feature was used once. A normal charging session was initiated, during which, all 8 coupling bars were easily obtained and the patient reached an excess of 75 percent charge in the presence of the manufacturer representative. The patient¿s device was mobile in the pocket. The patient¿s issue was noted to have been resolved.